Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector on the link electronic module board was loo se and the board was therefore replaced and calibrated. It was further noted that the left and right keyboard hinges were broken and the system fan was noisy, all were replaced. (B)(4).